Event description:
Arterial access closed with proglide, which failed to deploy. Upon removal, the bottom footplate was noted to be missing. A CT (computed tomography) scan was performed and no radiopaque foreign object was identified. Asymptomatic limb and unchanged vascular exam.